Event description:
Customer reports receiving a blood glucose result of 380 mg/dl on his precision xtra monitor, which seemed higher to the customer than how he felt. Customer then reports losing consciousness shortly thereafter. Paramedics were called, and juice was administered in order to stablize glucose levels. Customer's insulin has been modified since this event.